Event description:
It was reported that a black mark was observed on the reservoir of a large volume infusor; it was not specified if the mark was in the fluid path. This was found during storage. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from october 14, 2013 to october 15, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual and microscopic inspection revealed a black particle approximately 0.01 square mm in size embedded in the material of the stress member plug component. The particle was not in the fluid path. Fourier transform infrared spectroscopy scanning was performed, however the particle was insufficient to produce visible signals on the spectra. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.